Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
Related manufacturer reference number: 2017865-2019-14514. It was reported that the right ventricular lead and the right atrial lead exhibited high lead impedance and high capture thresholds. Both leads were capped and replaced on (B)(6) 2019. Patient was stable.